Event description:
Date of event is unknown. It was reported to boston scientific that during a trans bronchial fine needle aspiration procedure, the excelon transbronchial aspiration needle did not come out of the sheath. The procedure was continued with the success with the other needle. The patient's condition before and after the procedure was the same.

Manufacturer narrative:
The subject device has been returned to the facility. A returned device evaluation is in progress.